Event description:
Fresenius post market surveillance received notification that through a clinic survey that this patient became confused and was hospitalized for 7 days due to blood becoming toxic. There were no recorded allegations the event was related to an issue with fresenius device, or product. No further information about the is available despite multiple due diligence attempts. However, a hemodialysis nurse familiar with the patient indicated the patient has not had any adverse effects caused by fresenius products.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there were no recorded allegations the event was related to an issue with fresenius device, or product. No further information about the is available despite multiple due diligence attempts. However, a hemodialysis nurse familiar with the patient indicated the patient has not had any adverse effects caused by fresenius products. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Fresenius post market surveillance received notification that through a clinic survey that this patient became confused and was hospitalized for 7 days due to blood becoming toxic. There were no recorded allegations the event was related to an issue with fresenius device, or product. No further information about the is available despite multiple due diligence attempts. However, a hemodialysis nurse familiar with the patient indicated the patient has not had any adverse effects caused by fresenius products.